Event description:
Customer reported x-ray overtime error and smoke from the battery. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the battery was causing the fault and needed to be replaced. Customer replaced battery. System operates as intended.